Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 4/20/2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Technical support advised the customer to make fresh wash, diluant and substrate and to decontaminate and recalibrate the instrument. This resolved the issue. No futehr actions were required. The most probable cause for recovery issues on prl, fsh, iri was unkn own.

Event description:
On (B)(6) 2017, a customer reported control recovery issues on prl, fsh, iri on the aia-900 analyzer. They recalibrated and that resolved the issue. However, when the customer decontaminated and reran the tests, all three were running high.